Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. It was reported that the patient's parents calibrated the cgm multiple times because they did not trust the readings. Although they calibrated, the cgm remained incorrect. It was reported that the cgm was 33.3 mmol/l. The patient's parent did not report any symptoms from the patient. The patient was taken to the hospital by her parents, the fingerstick was performed at that moment and the patient received intravenous treatment with insulin and fluids. The patient was discharged from the hospital 6 days after the event date. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.